Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Due to hospital policy, the account declined to provide additional information regarding the event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including cardiac arrhythmia. Additionally, the IFU lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had arrhythmias, felt lightheaded and dizzy, and felt a thumping in their chest. Log files were submitted for review and captured 127 pulsatility index (pi) events on 04jan2024. There were no other unusual events recorded in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.